Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00820. It was reported the patient ((B)(6)) has experienced severe vomiting since being discharged following her scs system implant. The patient also alleged the therapy being delivered was not the same as it was post-operatively. In addition, she claimed that the implant depth for one of her leads was very superficial. Efforts to address the stimulation issue via reprogramming were unsuccessful, and it was suspected the uncomfortable stimulation was the result of lead migration. Surgical intervention was scheduled with the intent of revising her leads. The patient then advised the physician that she was experiencing stimulation at the ipg site. An x-ray was taken for further interrogation and it was found lead migration had not occurred. However, the physician decided to explant the patient's scs system as it was suspected the uncomfortable sensation was due to the ipg insertion, and the patient's thin physique. Follow-up on this matter found the reported vomiting subsided following the explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.